Manufacturer narrative:
Device evaluation:the reported issue that the wash cycle was not starting when the reservoir was full ,it kept spinning and wasted red cells was verified during service.service technician found the optics were out of calibration. Service technician reseated both the emitter and detector optics cables and then performed the calibration procedure. The optics are now reading properly. Service technician completed the hlt with no issues .post repair testing was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the wash cycle was not starting when the reservoir was full. The instrument was replaced. There was no adverse patient effect associated with this event. Medtronic received additional information that the instrument kept spinning and wasted red cells.